Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic/physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted, specify : no." Concomitant products included paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered emotional anguish because of the essure device. Discrepancy noted insertion date- (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications. Previously added events abdominal pain was updated to recovered/resolved. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic/physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted, specify : no". Concomitant products included paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia had resolved and the abdominal pain, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered emotional anguish because of the essure device. Discrepancy noted insertion date- (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received : new events added, "abnormal bleeding(vaginal), psychological or psychiatric problems condition: depression, anxiety and mental anguish, essure confirmation test conducted, specify : no. Patient's demographics were added. Patient's information was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic/physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery ((B)(6) 2013, hyst. (Full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia had resolved and the abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff has suffered emotional anguish because of the essure device. Discrepancy noted insertion date- (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Patient demographics were added. Event pelvic pain, abdominal pain, dysmenorrhea, menorrhagia (heavy menstrual bleeding), and psych injury added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.